Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced an infection with his artificial urinary sphincter (aus) device one year after implant. All components were explanted at an unknown date. Patient then underwent a surgical procedure to reimplant a new aus device without any adverse patient effects.